Event description:
The hcp reported the pt presented in 2006 with signs of an infection of the catheter track and lumbar region. These included redness, drainage, and incisional wound opening. A culture of device pocket was obatained and reported as positive for e. Coli and staph aureus. The pt was treated with hiv antibiotics and total device system explant. The pt outcome is rpeorted as ongoing with drug withdrawal symptoms of sweating and increased tone.